Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and it was completed by using another system. The field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Review of the log files didn't confirm the malfunction related to the reported issue. The fse checked the system and confirmed that the f21 fuse was defective. The fse replaced the f21 fuse to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. It was identified that a fuse was failing. The fuse was replaced and the system was returned to use in good working order.